Event description:
It was reported that a malfunction alarm occurred on customer¿s pump. Customer's blood glucose level was noted as "high," exceeding 500 mg/dl. To address this, the customer administered a correction injection via mdi without needing third-party assistance. Technical support provided guidance to reset the pump, which resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.